Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing bubbled could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing expanded during use. The following information was provided by the initial reporter: "we had another event where the tubing bubbled. This has been maybe our 3rd event in a year, which isn't terrible but it is strange."

Event description:
Material #: 2426-0500 , batch #: n/a. It was reported by the customer that the tubing bubbled. Verbatim: are you over item 2460-0500, alaris pump infusion sets? We had another event where the tubing bubbled. This has been maybe our 3rd event in a year, which isn't terrible but it is strange. Additional information received on 09-aug-2023: 1. Has this incident directly involved with patient or user? Yes, this product was on a patient when the bubbling occurred. 2. What was the patient/user outcome? Tubing was exchanged, no patient harm. 3. Was there any adverse event or serious injury being reported? No. 4. What type of procedure was being performed during the incident? 5. Was the procedure completed as planned? Yes. 6. It was mentioned that this was the 3rd event. Are you able to confirm if previous incidents has been reported to bd before? I thought I had, but I cannot find the email chain for the last event. - if yes, could you please provide us the pr number? 7. If previous incident was not reported to bd, are you able provide us the date of events, material, batch number, patients impacted, and quantity of products inspected? Sadly, we switched ticketing systems in between these events so I cannot see the old failures. Additional information received on 17-aug-2023. This item is actually 2426-0500.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing expanded during use. The following information was provided by the initial reporter: "we had another event where the tubing bubbled. This has been maybe our 3rd event in a year, which isn't terrible but it is strange."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.